Event description:
The device was returned for service. The event history was reviewed by baxter service technician and failure code 812:02 was found. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. Information regarding whether or not the device was in use on a patient when the failure occurred was not available and no additional contact information was provided.